Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 12x3.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, during introduction, the tip of the device was kinked and the stent struts were lifted. The physician stopped advancing the device removed it from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal end with stent struts slightly open. The stent od (outer diameter) was measured on the undamaged distal side and was within the maximum crimped stent profile specification. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 12x3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, the tip of the device was kinked and the stent struts were lifted. The physician stopped advancing the device removed it from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.